Event description:
It was reported that the customer was getting black images. This can prevent the system from being usable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the camera was repaired during the service call. The system was tested and found to be working as intended and put back into service.